Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was attempted due to unknown product performance reason. This ICD lead was replaced and not implanted. No adverse patient effects were reported.